Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No additional information was provided.

Event description:
It was reported by the sales rep that during an unknown procedure the bottom jaw of the expressew iii suture passer device broke. All the fragments were retrieved with a grasper. Another like device was used to complete the procedure. No patient consequences or surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an unknown procedure the bottom jaw of the expressew iii suture passer w/ hook broke. All the fragments were retrieved with a grasper. Another device was used to complete the procedure. The device was received and evaluated. When performing the visual inspection, the upper and lower jaws were found to be broken. The lower jaw showed rests of biological matter. Due to the condition of the upper and lower jaws, the functional test cannot be performed. According with the visual inspection result, this complaint can be confirmed. The possible root cause for the broken jaws can be attributed to a larger amount of tissue positioned between the upper and lower jaws and an excessive force applied to the device's handle, since this device is reusable, the metal can fatigue leading to a breakage. However this cannot be conclusively determined. A manufacturing record evaluation was performed for the finished device [14647-130311-04] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.